Event description:
The user facility reported that prior to a patient procedure the wall monitor to their hv1000 integration system was flickering. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and was unable to recreate the reported event. The unit was tested, confirmed to be operating according to specification, and returned to service. No additional issues have been reported. UDI related data clarification - this integration system qualifies as a medical device data system (mdds) and therefore UDI is not applicable.